Event description:
Customer contacted saalt on (B)(6) 2023 to explain that they had trouble removing their saalt disc after sex. They both emailed saalt customer support and called the google voice help line on (B)(6) 2023. Coach (B)(6) spoke with customer on the evening on (B)(6) 2023. Customer stated the disc had been inserted for 24 hours. This was not the first time the customer had used the disc. They had waiting after sex to attempt to remove the disc and were unsuccessful. Customer stated they had attempted several times since having sex to remove the disc and could not reach the rim or the removal notch. Coach (B)(6) gave customer some additional tips and told customer saalt was happy to continue to troubleshoot with customer and saalt was confident the customer could retrieve the disc on their own. Customer asked if they should seek medical assistance to remove disc, and coach (B)(6) explained that saalt would never tell them to not seek medical intervention if the customer felt like they needed it, but that we were confident the tips and resources we provided would help the customer remove their disc. Coach (B)(6)followed up with customer the next morning over email. The customer responded over email and stated they had chosen to seek medical assistance to remove their disc the night before, after the phone conversation with coach (B)(6). Customer stated that the medical professional used forceps to remove the disc and that the disc had "folded up somehow so that the smooth bottom was all that I could reach." They stated they would not have been able to get it out on their own. Saalt followed up asking for details about their disc including the lot number. Saalt also requested their address, date of birth, phone number, and more information about the incident. Customer responded on (B)(6) 2023. Customer confirmed shipping address, phone number, birthdate . Customer stated they had utilized saalt website, youtube videos and saalt customer support for extra removal tip and support. Customer stated the disc was thrown away at the hospital after removal. Customer does not have original packaging of disc. The customer chose to seek help from a medical professional to remove the disc and they were able to remove it completely. Their doctor did not say anything about their cervix height, only that it looked inflamed. A saalt disc cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. We believe the instructions given are adequate to remove the disc, but the customer chose to seek medical attention. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.